Event description:
Boston scientific received information that a physician contacted technical services to discuss programming options for a device where the right atrial (ra) lead is suspected of being fractured. The physician did not have any patient information available at the time of the call. The local sales representative contacted the physician in an attempt to obtain additional information. However, the physician has not been able to provide any additional information. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.